Manufacturer narrative:
This per became legal matter. No additional info is available at this time due to the ongoing litigation. The device and additional follow-up info was requested by stryker orthopaedics' legal affairs department. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "attorney for the pt called asking if the explanted triathlon insert was recalled. The revision was performed due to pain and his knee buckling to the inside. Couldn't walk on it or perform regular daily activities. Needed a cane to walk. As per attorney, dr's report states "failed implant". Attorney is in possession of the explanted insert for evaluation. Since the revision (replaced the poly insert) the pt is doing well."